Manufacturer narrative:
According to the reporter, the device was discarded. And is not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. A review of the device history record has been performed and no anomalies or nonconformities were identified that would be associated with the reported event. The investigation is ongoing.

Event description:
It was reported that during a procedure an intraocular lens (iol) was inserted in the patient¿s eye. Upon delivery to the capsular bag it was noted that the trailing haptic had sheared off. The iol was removed from the eye by cutting with a scissors. The incision was enlarged to remove the lens. No information provided on the extent of the incision extension. The lens was replaced intraoperatively with an iol of the same model and diopter. No sutures were provided at the time of the surgery per the doctor¿s decision; however, sutures were provided due to the enlarged incision as an emergency the next day. Additional information has been requested but has not been received.